Event description:
Circular stapler did not deliver knife or staples on first firing during sigmoid colon resection anastomosis procedure. On second firing, knife cut tissue produced donut and staples delivered but staples did not clamp. Closed to open procedure.